Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to unlocked lcd keypad connector. Unable to test the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to no button response. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer's mother reported a button error on her son's insulin pump. The up button is not working. Customer's blood glucose is 263 mg/dl. Customer was high because he overate last night, but feels fine to troubleshoot. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.